Event description:
Reporter alleged that the customer was incoherent when she attempted to test her with the aviva meter and could not because of an error message. Reporter stated that she called the paramedics who obtained a 35 mg/dl on their meter, treated her with a shot of something unspecified and took her to the hospital within an hour of the error messages. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.